Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via phone call that 4 sensors came off while sleeping and the insulin pump adhesive is not sticking properly. The customer's blood glucose reading was 70 to 75 mg/dl but it was actually 485 mg/dl. The customer indicated that the threshold suspend only worked for 2 hours and that this may have caused the high blood glucose. Troubleshooting advised customer on taping methods but customer then disconnected the call.